Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the system shut down on its own twice, prior to procedures with no patients involved. Both instances occurred when the system was being moved closer to the field to begin surgery. The two procedures were performed without incident after rebooting the system. The system was exchanged to perform the remaining cased of the day.